Manufacturer narrative:
Multiple attempts were made to obtain additional information about exact type and name of the prosthesis, the belonging lot-/serial-no., the implantation site and the exact implantation date of this event. No additional information was provided. Evaluation of analysis-report of third party: the investigation confirms the complaint of infection but is unable to assign cause. There are potential user and process failure modes identified for which cause is possible, but the information available, including the onset of infection occurring months after implant and the third party reporting of additional endoprostheses of unknown origin implanted adjacent the gore endoprosthesis, leaves uncertainty in the cause of infection. Further information from the implant procedure may assist in confirmation or dismissal of potential failure modes. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An engineering evaluation task was completed. Following are the results: the cause of the reported infection and reason for device explant cannot be established based on the limited information received about the implant procedure (including product identification), the onset of infection occurring months after implant, and the third party explant analysis reporting of additional endoprosthesis of unknown origin implanted adjacent to the gore® viabahn® endoprosthesis. Updated - explant scientist observations: a viabahn endoprosthesis (vbn) was seated within two other endoprostheses (device 1 & device 2; manufacturer and models not provided). The returned devices presented in a c-shaped manner, with the outer devices being joined by a graft-to-graft anastomosis. Both extremities were circumferentially transected. A portion of vbn was observable through a longitudinal opening (presumptive tear) in device 1, near the apical region of the devices. A portion of vbn was also observable at the transected edge of extremity a, displaying a transected edge of vbn seated within device 2. The abluminal surfaces were generally devoid of tissue, except for a foci of adherent tan/brown/red tissue covering a majority of device 1. The lumen was partially occupied with tan to dark red/brown tissue, which was only observable from the luminal view provided of extremity a. No images were provided of extremity b. The lumen was reported as, ¿¿seems to be free.¿, by geprovas. However, the luminal patency could not be confirmed with the information/images provided. Areas of running, blue, monofilament suture were observable at the juncture between device 1 and 2 (presumptive anastomosis), which was only partially visible, due to tissue being present in the area. Multi-focal, blue, monofilament suture throws were present on the abluminal surface of device 2. The material disruption (i.e., transection) observed on vbn was consistent with that caused by interaction with a sharp surgical instrumentation (i.e., scalpel/scissors), likely used during the explant process. Material observations (i.e., graft-to-graft anastomosis, multiple suturing locations) on device 1 & device 2, suggest that other surgical procedures took place in the region where vbn was implanted within the patient.

Manufacturer narrative:
Explant scientist observations: a gore® viabahn® endoprosthesis with propaten bioactive surface (vbn) was seated within two other endoprostheses (device 1 & device 2; manufacturer and models not provided). The returned devices presented in a c-shaped manner, with the outer devices being joined by a graft-to-graft anastomosis. Both extremities were circumferentially transected. A portion of vbn was observable through a longitudinal opening (presumptive tear) in device 1, near the apical region of the devices. A portion of vbn was also observable at the transected edge of extremity a, displaying a transected edge of vbn seated within device 2. The abluminal surfaces were generally devoid of tissue, except for a foci of adherent tan/brown/red tissue covering a majority of device 1. The lumen was partially occupied with tan to dark red/brown tissue, which was only observable from the luminal view provided of extremity a. No images were provided of extremity b. The lumen was reported as, ¿¿seems to be free.¿, by third party. However, the luminal patency could not be confirmed with the information/images provided. Areas of running, blue, monofilament suture were observable at the juncture between device 1 and 2 (presumptive anastomosis), which was only partially visible, due to tissue being present in the area. Multi-focal, blue, monofilament suture throws were present on the abluminal surface of device 2. The material disruption (i.e., transection) observed on vbn was consistent with that caused by interaction with a sharp surgical instrumentation (i.e., scalpel/scissors), likely used during the explant process. Material observations (i.e., graft-to-graft anastomosis, multiple suturing locations) on device 1 & device 2, suggest that other surgical procedures took place in the region where vbn was implanted within the patient. Request for additional analysis: no. Reason: based on the ei¿s review of the third party report and reason for removal (infection), no additional analysis is requested.

Manufacturer narrative:
Analysis-report from third party was received, and will be further investigated.

Event description:
It was reported to gore that patient underwent endovascular treatment for an acute limb ischemia in 2019 with a gore® viabahn® endoprosthesis. It was stated that on (B)(6) 2020, after about approximately one year, the covered stent was explanted due to an infection (bacteroides fragilis).